Event description:
It was reported that during a visceral surgery, the clips would not hold after placing and were removed. Another similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.